Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps was confirmed and the cause was use error - patient switched the heater bag only and reused the disposable set. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report is for use error- patient removed the empty heater bag and replaced it with a new one during therapy. The registered nurse(rn) reported that the home patient had removed the empty heater bag and replaced it with a new one and was able to complete therapy. The tsr explained to rn this was potentially contaminated the set up. The rn understood. The rn will follow up with the hp and advise the hp to call for assistance when the alarm occurs and not to try to fix it herself. The rn will advise the hp of potential contamination and possibly prescribe antibiotics. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown.the sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.